Event description:
The user facility reported that during the de-installation of their sq-240 surgical light a third party technician sustained and injury. The user facility declined to disclose additional information regarding the event.

Manufacturer narrative:
The user facility has their sq240 surgical lights serviced and maintained by a third party company. The surgical lights are not serviced and maintained by steris. An installation manual is provided with each unit. The sq240 installation instructions state (pp.1-1), "warning- spring loaded crush point: before installing or removing horizontal suspension arm and lighthead, raise suspension arm to its highest position. Counterbalance spring in knuckle assembly will cause knuckle to snap shut with considerable force if suspension arm is not raised to its highest position." The operator manual further states (pp.1-1), "never attempt to install or remove the lighthead and arm unless arm is in the full upright position, against the knuckle stop (not vertical). The arm and knuckle contain a counterbalance and spring which will cause the knuckle to close rapidly with considerable force." "The lighthead and suspension arm weigh 70 pounds (32 kg). Use enough personnel and/or equipment to safely perform this task."